Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she noticed on (B)(6) 2020 it was empty. The patient noted that her ins died really quick, every 2 or 3 days.